Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation a "ventilator inoperative" alarm condition occurred. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The ventilator's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.